Event description:
Took an hour nap in monthly contacts, woke up to right eye with red streaks on the white areas. Left eye is fine. It's been little over a week thinking it would go away. It's painless the red lines on my whites kinda vein looking. Should I be worried? Vision seems normal, 100% painless, not itchy, it's just visibly worrying. I'm under a lot of stress with upcoming exams could that be a factor?